Event description:
It was reported that malfunction alarm 9 occurred after pump was removed for showering. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset without recurrence of malfunction, and was advised to continue using pump and call back if issue recurred.